Event description:
The patient received an scs system including a non-rechargeable ipg on (B)(6) 2010. It was reported that the patient has observed the low battery warning for the ipg. The patient's program parameters are not available for purposes of confirming whether the device has reached its expected end-of-life or whether the message is related to passivation. Surgical intervention will be undertaken at a future date to replace the patient's ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.